Manufacturer narrative:
(B)(4). The reported complaint of iab would not inflate completely is confirmed based on the customer provided photo with the complaint report. The photo shows the iab pump display screen with a "high pressure (2)" alarm, which is consistent with the bladder not inflating completely. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the high pressure alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "after the catheter was inserted, the pump was activated. The pump alarmed "high pressure (2)" after working for about 30 minutes. The doctor reduced the volume of the balloon, but the device still reported "high pressure (2)" after working for some time. Even when the volume was reduced to 20cc, the alarm persisted. In the x-ray image, the catheter position was normal. The nurse used a 50cc syringe to inflate the balloon cavity, but it was very difficult to do so. After repeated attempts, only about 30cc of gas could be injected. The pump was restarted, and the balloon volume was adjusted to 28cc. The pump worked without further alarms. The patient was discharged voluntarily the next morning". No patient injury or consequence reported. The patient's current condition is "unknown".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "after the catheter was inserted, the pump was activated. The pump alarmed "high pressure (2)" after working for about 30 minutes. The doctor reduced the volume of the balloon, but the device still reported "high pressure (2)" after working for some time. Even when the volume was reduced to 20cc, the alarm persisted. In the x-ray image, the catheter position was normal. The nurse used a 50cc syringe to inflate the balloon cavity, but it was very difficult to do so. After repeated attempts, only about 30cc of gas could be injected. The pump was restarted, and the balloon volume was adjusted to 28cc. The pump worked without further alarms. The patient was discharged voluntarily the next morning". No patient injury or consequence reported. The patient's current condition is "unknown".

Event description:
It was reported "after the catheter was inserted, the pump was activated. The pump alarmed "high pressure (2)" after working for about 30 minutes. The doctor reduced the volume of the balloon, but the device still reported "high pressure (2)" after working for some time. Even when the volume was reduced to 20cc, the alarm persisted. In the x-ray image, the catheter position was normal. The nurse used a 50cc syringe to inflate the balloon cavity, but it was very difficult to do so. After repeated attempts, only about 30cc of gas could be injected. The pump was restarted, and the balloon volume was adjusted to 28cc. The pump worked without further alarms. The patient was discharged voluntarily the next morning". No patient injury or consequence reported. The patient's current condition is "unknown".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was re-turned in a cardboard box and was in a sealed ziploc bag. Upon return, the one-way valve was teth-ered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The customer submitted photo was reviewed. The photo shows the iab pump display screen with a "high pressure (2)" alarm, which is consistent with the bladder not inflating completely. The bladder thickness was measured at six points with measurements ranging from 0.0060in-0.0066in and was within specification of pro-cess document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lu-men was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was connected to an iabp with a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 75mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The iabc was leak tested in accordance with testing methods from man-ufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No re-sistance was noted; the guidewire was able to advance through the central lumen. No blood or de-bris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab would not inflate completely is confirmed based on the customer pro-vided photo with the complaint report. The photo shows the iab pump display screen with a "high pressure (2)" alarm, which is consistent with the bladder not inflating completely; however, during the investigation, the iabc fully inflated, and no leaks/alarms were noted. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.